Event description:
It was reported by the customer that pyxis anesthesia es system was not detected on the bus. The customer restarted the pyxis and tried to recover the storage space, but the issue persisted. This malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from (B)(6) 2022 to (B)(6) 2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident it was determined that matrix drawer and latch was not closed. The field service engineer replaced open/close sensors and solenoid on the drawer board to resolve the issue. Also rebooted and ran firmware updates. The system functioned as intended after the field service engineer troubleshot the device.

Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that the matrix drawer 3 is not being closed. The field service engineer replaced open/close sensors and solenoid on the drawer board to resolve the issue. The customer confirmed that the they were able to retrieve medication form the nearby station and there was no patient harm or delay. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported by the customer that a pyxis anesthesia system is not detected on bus. The customer restarted the pyxis and tried to recover the storage space, but the issue stayed persistent. There were no adverse events or injuries reported based on this event.